Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 4, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer), g4 (date received by manufacturer), g7 (indication that this is a follow-up report), h2 (follow-up due to additional information), h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the arterial thermistor port was not reading any data. As per user facility, the arterial wire was placed in the venous position port and it provided data. The temperature was measured through nasopharyngeal probe for patient monitoring throughout the case.   No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was returned for evaluation and was checked to confirm that the arterial temperature port was non-functional. A representative retention sample from the same product/lot number combination was tested and found to be functioning properly. An engineering investigation and CAPA have been initiated to determined a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.